Event description:
Fell on several occasions; he felt dizzy and all of a sudden he passed out, falling into a flower base and cutting his head that required 20 to 30 stitches and hospitalization for 9 days. FDA safety report ID# (B)(4).